Event description:
It was reported that the user experienced hyperglycemia with a fingerstick reading of 240 mg/dl after consuming a high-carbohydrate meal that was not announced and subsequently sought guidance on announcing the meal within the 30-minute window while using the ilet integrated with a dexcom g6 sensor that displayed a brief sensor error alert. Investigation of this case revealed that the hyperglycemia occurred in the context of a recent unannounced meal and that the cgm sensor alerted a temporary error expected to resolve within approximately one hour. No symptoms associated with elevated blood glucose reported. Outcomes included user self-monitoring at home without medical intervention. Investigation included telephone-based troubleshooting and user education regarding meal announcement timing and cgm error recovery. It was concluded that, based on previously established findings for similar reports, no device malfunction of the ilet was identified and that the event was consistent with use conditions and a temporary cgm sensor issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.